Event description:
Hyperglycemia/hypoglycemia too many failures to list (I do have extensive records). Have been using this device since (B)(6) 2011. (B)(6) 2013, I was transitioned to version 2 system however, product failures have persisted at an alarming rate. Using the omnipod system, it is not a matter of "if" the product will fail...it is a matter of "when". Currently, out of a box of 10 devices, if 6 work I consider it a good box. In diabetes management, consistency is key. That appears to be impossible to achieve with the current unreliability of the omnipod system. Please help! While the company (insulet) does replace most failed pods, no improvements have been made. I am losing insulin each time a pod fails since I am unable to remove all of the insulin from the filled pod. As a direct result of each failure I have to struggle to regain control of my blood glucose levels, resulting in an unnecessary strain on my body/metabolic system. Please help!